Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14c05015, h13i03018 and h14d02010. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as the onset for the peritonitis event. Beginning on the day of onset, the patient was treated with vancomycin and cefepime nightly for one month (dosage and route not reported) for the peritonitis event. Treatment was reported to be ongoing. One day after the hospitalization started and in the same month as the onset, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 2.